Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter displayed a battery indicator symbol and, after, would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 around 4pm-5pm. The patient manages her diabetes with glucotrol pills, glucophage pills and lantus insulin. It is not known if the patient made changes to her usual dose of medications. On the following morning, the patient felt a symptom of shaky. The patient treated self with food and/ or drank a beverage. The patient denied testing with another device. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The patient was informed the batteries needed to be replaced in the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.